Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Middle rectum adenocarcinoma. What surgical procedure was performed? Colorectal interior resection under laparoscopy. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? The surgeon used to use the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? Yes. Was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, the donuts were round and correct. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what was the result? Yes, an air test. The result was : leak. How long after the initial procedure were the post-operative issues identified? 2 days after the initial procedure. Can more information be provided on what was meant by, ¿anastomosis did not work and there was a disunion¿? Abscess facing the anastomosis. Did this occur intra-operatively or post-operatively? This occured during the initial procedure and post-operatively. Were any staple formation issues identified? If so, please describe. No information. How was the issue with the anastomosis addressed? Strengthening with vicryl 2/0 and protective ileostomy. Where was the abscess located in relation to the staple line? Facing anastomosis. How was the patient treated? Draining under scanned and antibiotic. How long was the hospital stay extended? 1 month. What is the current status of the patient? Residual abscess and ileostomy. Is the device available for return? No, the device is not available.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information received: what were the indications for surgery? Adenocarcinoma medium rectum what surgical procedure was performed? Colorectal interior resection under laparoscopic. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Yes. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? Yes. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Were the donuts inspected? If so, please describe. Yes, properly round was a complete transection of the white breakaway washer visually confirmed? Yes was a leak test performed? If so, what was the result? Yes, air test = leak how long after the initial procedure were the post-operative issues identified? 2 days after the procedure can more information be provided on what was meant by, ¿anastomosis did not work and there was a disunion¿? Did this occur intra-operatively or post-operatively? Abscesses in respect of anastomosis - during initial procedure + post operative were any staple formation issues identified? If so, please describe. Not possible how was the issue with the anastomosis addressed? Reinforcement with vicryl 2/0 + ileostomy of protection where was the abscess located in relation to the staple line? Regarding anastomosis: how was the patient treated? Drainage with scan +antibiotic how long was the hospital stay extended? 1 month. What is the current status of the patient? Residual abscesses + ileostomy. Is the device available for return? No (lot number r41564).

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How long after the initial procedure were the post-operative issues identified? Can more information be provided on what was meant by, ¿anastomosis did not work and there was a disunion¿? Did this occur intra-operatively or post-operatively? Were any staple formation issues identified? If so, please describe. How was the issue with the anastomosis addressed? Where was the abscess located in relation to the staple line? How was the patient treated? How long was the hospital stay extended? What is the current status of the patient? Is the device available for return?

Event description:
It was reported that post-operative of an unknown procedure, the anastomosis did not work and there was a disunion. The consequence for the patient was the puncture of an abscess with scan. The hospitalization time has been extended.